Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid and bupivacaine at concentrations of 250.0 mcg/ml, 7.3 mg/ml and doses of 349.70 mcg/day, 10.2112 mg/day via an implanted pump. The indication for use was malignant pain. It was reported, on (B)(6) 2013, the patient noted one day post implant that they had not urinated since the implant surgery. The patient was started on urecholine the same day with instructions to discontinue once they were able to void. It was indicated the event was related to the implant surgery. The outcome was unresolved at the time of study exit/death/study closure.